Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 02-apr-2020.

Event description:
The customer reported a vent error. The device was in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
G4: 09jun2020; b4: 09jun2020. The key market was contacted and corrected that the device was not in clinical use during the time of the event. The device was evaluated by the field service engineer and it was determined that the device had a low air leakage and no moisture display that was caused by a bad flow sensor. The field service engineer replaced the flow sensor assembly to address the reported issue. The device passed all testing and now functions as intended. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.